Manufacturer narrative:
(B)(4).

Event description:
Procedure: knee replacement. According to the reporter: the patient had an infection at the incision that was draining and open. A re-operation occurred on (B)(6) 2013. There was no bleeding of 500cc or more. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.